Event description:
It was reported that this right atrial (ra) lead exhibited low intrinsic amplitude out of range and undersensing. (B)(6) technical services (ts) mentioned that the patient had been in at/af since. A health care professional (hcp) discussed with a physician whether to recommend reprogramming or just taking the longevity hit. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).